Event description:
It was reported that the patient had slipped on ice and their right ventricular (rv) lead had dislodged. The lead had high impedance and high thresholds. The lead could not be revised due to a helix issue during implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
Correction.